Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: e3.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) gas leak error. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The fse found no major faults in the logs. The fse completed preventative maintenance. The unit passed all functional and safety tests and was returned to customer and was cleared for use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).